Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2021. The customer¿s current blood glucose level was 17.6 mmol/l. The customer was treated with insulin drip. The customer stated that the symptoms related to high blood glucose such as upset stomach, confusion and disorientation. Customer was not using insulin pump system within 48 hours of reported event. It was unknown that auto mode feature was active or not at the time of event. Customer stated that they received insulin pump error, power loss alarm and lost sensor alarm. The device will not be returned for analysis.